Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Event description:
Healthcare professional additionally reported right side "implant leak". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening in anterior side assessed as fold flaw opening. ¿ valve leak and/or damage: no valve damage observed. Additional observations: ¿ wear abrasion observed on the device. ¿ crease fold observed on the device. No further actions are required as the device was implanted.